Event description:
The complainant reported that the patient on impella 5.5 support had doppler popliteal pulse in the right leg but both dorsalis pedis and posterior tibial pulses were absence. It was further reported that the patient experienced atrial fibrillation with rapid ventricular response. Also, the impella was increased from p3 to p4 for hypotension. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿